Event description:
It was reported that when the surgeon was conducting final tightening using the trio torque wrench, the connector socket broke while he was torquing the connector to the screw post.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported trio connector 3.5 mm hex socket for torque wrench tip fracture intra-op was confirmed via a visual inspection. No manufacturing or material issues were identified for this lot number. A material analysis was performed on a similar complaint device and this analysis determined that the socket fractured in a mixed (brittle and ductile) mode through bending overload. The most likely cause of this event, is the application of a cantilever bending force due to the hex not being properly seated in the set screw during final tightening. This is consistent with the bending overload fracture determined in the material analysis of the similar complaint. Conclusion: a material analysis was performed on a similar device, determined that the socket fractured in a mixed (brittle and ductile) mode through bending overload. However, the root cause of the reported event cannot be determined and is most likely multifactorial.

Event description:
It was reported that when the surgeon was conducting final tightening using the trio torque wrench, the connector socket broke while he was torqueing the connector to the screw post.